Event description:
Reportedly, the instrument did not cut and the anvil did not tilt. The anastomosis was leaking and the surgeon performed a laparotomy to remove the anvil. The surgeon sutured to complete the case. Procedure: rectum/sigmoid resection.